Event description:
It was reported that a vacutainer disconnected from the port of a one-link extension set. It was not reported when this occurred in therapy. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This event occurred during patient use. It was reported that the facility's staff were not fully engaging the one-link non-dehp microbore catheter extension set connectors into the valves of the unknown primary sets. This had since been addressed by retraining the staff. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The codes were updated to reflect the use error. The cause of the disconnection was determined to be use error, where the staff did not fully engage the connector into the valve. To correct the condition, the staff was retrained and the issue did not reoccur. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.